Event description:
It was reported that the patient's implantable cardiac monitor (icm) could not be interrogated. Upon further inspection, it was noted that the icm was no longer implanted. Notes from the physician prior to this event stated that there was wound dehiscence and the icm could fall out. It is believed the icm fell out while the patient was being active. The patient was unaware. Information received indicates the patient is stable and the pocket has healed. There are no plans for a future implant.